Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy procedure a ligasure device, connected to a generator did not cut at all, and was not delivering enough energy. Activation tone and end tones were heard and there was no re-grasp alert. It was able to complete at least 15 seals before the issue occurred. The handpiece was cleaned every after few seals and it was used on a few millimeter thick cervix of the uterus. Another ligasure device was used successfully with the same generator. There was no bleeding and there was no patient injury.